Event description:
The customer reported that the device locked up while running the opcheck.

Manufacturer narrative:
(B)(4): the customer reported that the device locked up while running the opcheck. The unit was evaluated at philips. The symptom was verified. The issue was localized to corrupt software. The processor pca was replaced and the software upgraded to resolve the issue.